Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an issue with the pump's time and date settings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/05/2015 with the following findings: no pump reboot events were recording in the black box to support time and date resets. The pump was exercised for 24 hours battery was removed for 23 hours, time and date did not reset to default.